Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a brain aneurysm, so a shunt was put in. It was stated the shunt has malfunctioned.